Event description:
It was reported that alarming "calibration needed" was experienced.

Event description:
It was reported that alarming "calibration needed" was experienced.

Manufacturer narrative:
Device evaluation: one device was returned for analysis in used condition. Visual inspection showed no damage to the pump. During functional testing it was found that the device displayed "error code 1660" after power up. The investigation determined that a faulty microprocessor unit board was the cause of the reported issue. Based on evidence and investigation, the complaint allegation was confirmed. The microprocessor unit board was replaced. A manufacturing DHR review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records

Event description:
Pump was not used on patient. Nurse turned on to use it. Alarmed ?preventative maintenance". Used another pump. No patient involved.

Manufacturer narrative:
Other, codes updated. No patient involved. H3: device returned.